Manufacturer narrative:
Additional information provided in d.3., d.4., g.1., g.2., and h.3. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: the product was returned for analysis and the reported complaint was not observed. No foreign material was found to the iol other then solution. Additional observations were as follows: iol returned in two segments inside plastic container in a non alcon sealed pouch. A significant amount of solution is dried on both segments. One haptic is broken/torn and not returned. The other haptic is cracked/fractured near the gusset area. The optic is torn/split-cut dividing the iol in two(2) and scratched/marked-rejectable. No foreign material was found to the iol other then solution. Based on the product evaluation, the reported description of "speckled lens" does not match the product evaluation findings. No foreign material was found. The returned iol shows evidence of possible handling by the customer due to the presence of solution dried on both segments. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery a lens was speckled. After the lens was removed, the surgeon used a backup lens to complete the case. There was no harm to the patient. Additional information has been requested.